Manufacturer narrative:
H10: h2, h3, h6. One sterile 7207677 sterile biorci-ha 7x30mm screw used in treatment, was returned for evaluation. There were fragments of product returned. The entire implant has shattered. There is heavy bio-matter attached. There is evidence of torque and stress fracture. The head shows scuffs where stripping began. Threads have been compressed and cracked from force. Fracture indicates difficulty with proper insertion or inadequate tunnel diameter or depth. Per instructions for use: ¿the starter must be utilized with the biorci screws to minimize screw breakage during insertion. Excessive force should not be placed on the delivery instrument.¿ it is unknown whether the instructions for use recommendations and warning were abided by. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. Various quality checks are in place to ensure that the material of the device meets requirements defined and validated in the design process. No indications from the device show cause that the material was related to the reported failure. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during an acl reconstructions surgery, it was found that the biorci-ha screw broke when screw-in. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.